Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The stryker technician replaced the device's power supply to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device has no power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.